Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed approximately eight years remaining in longevity upon a device check a few months ago and recently now only shows a year and a half left in longevity. Upon reviewing a memory dump of the device, it was discovered the nominal operating power requirements had ramped up and may still continue to be increasing. Such a level of power increase could not be explained by any therapy changes and a hardware malfunction was expected. Surgical intervention was required to later explant this crt-d for premature battery depletion. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.